Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and after clarification it was found that coagulum was found on the catheter. Initially it was reported that when the catheter was removed from the patient, char was noticed on the proximal electrodes. The procedure was completed with no patient consequence. Additional clarification on the event was provided. The issue was coagulum. The physician did not consider that the coagulum observed caused a potential risk to this patient as the coagulum was unknown until after the catheter was removed. The patient did not exhibit any neurological symptoms. It was confirmed that there was no patient consequence. There were no error messages present during the procedure. There were no issues related to temperature or flow on the catheter. The generator was set to power control mode at 41 watts. The power during the procedure was 20-35 watts, the temperature was 24 degrees and the impedance was in the 100&#38126; heparin was used during the procedure. The initial char reported was assessed as not reportable. Char is a physical phenomenon of radiofrequency and can be the normal result of an ablation process. The presence of char on the electrodes do not represent a serious injury in itself nor was necessarily the result of device malfunction. Per the additional information received on november 9, 2015 stating that the issue was coagulum, the reportability was reassessed to reportable malfunction as coagulum has been assessed to have poor adherence to catheters and could be a potential source of embolism. The awareness date has been reset to november 9, 2015.